Manufacturer narrative:
This report is for one (1) unknown drill bit. Part and lot number is unknown. Without a valid part and lot number, UDI is not available. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the procedure on (B)(6) 2017, a surgeon requested a drill bit of 1.5mm size with length 12mm top to place a cortical screw of 2.0mm in the jaw with obligible direction. When surgeon removed the drill bit it broke, leaving the fragments inside the patient's bone. No other complications and prolongation of surgery reported. Concomitant medical products: screw (part 212.820s, lot unknown, quantity 1). This report is for one (1) unknown drill bit. This is report 1 of 1 for (B)(4)\.

Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed for part # 317.820, lot # f-17591: manufacturing location: selzach, supplier: sphinx werkzeuge ag, manufacturing date: 29. May 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: the device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that two (2) additional drill bits were used during the surgery and they broke as well.

Manufacturer narrative:
Additional device product code used erl, hbe. (B)(4). Device is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that art. No: (B)(4): the complained drill bit was visually inspected and could be confirmed that the tip of the device is broken off as complained. The broken fragment was not returned for evaluation. The review of the production history revealed that the drill bit was manufactured in may 2015 as per specification and there were no issues that would contribute to this complaint condition. The overall length could not be measured anymore due to the breakage incurred. The hardness was measured at the time of manufacturing and was found according specification. Unfortunately, we are not able to determine the exact cause of this complaint. Based on the returned condition of the device, it is likely that accumulated wear in combination with a mechanical overload situation has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.